Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's fill estimate has been inaccurate since receiving a replacement pump. While troubleshooting with tandem technical support, the customer reloaded the cartridge and received an inaccurate fill estimate. The customer then loaded a new cartridge with water and received an accurate fill estimate. During a follow-up, customer confirmed receiving an accurate fill estimate after loading a new cartridge with insulin. In one instance, customer had an elevated blood glucose level and administered shots in order to stabilize bg level. Customer will continue using the current pump until replacement is received.